Manufacturer narrative:
During the onsite investigation, the service tech replaced the shutter. Root cause was identified as a faulty shutter. (B)(4).

Event description:
Customer reports an energy error message due to 'jamming' the shutter. No patient harm reported and no further information was provided.